Manufacturer narrative:
Unit passed the displacement test and self test. However, hardware low level failures alarm confirmed in the pump history (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly. 0.2u fill cannula was programed and recorded in pump's daily history. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.